Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came into clinic for pocket revision due to an unrelated clot, inadequate capture threshold was observed. Lead was repositioned to get a better measurement. It was not clear if the lead was dislodged. Patient was doing fine post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received that an increase in lead impedance and atrial lead noise was observed. There was also high capture thresholds. Patient was asymptomatic. Lead dislodgement was noted on x-ray. Lead was explanted and replaced. Patient was doing well at the conclusion of the procedure.